Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing was disconnected from the upper y-site. Further visual inspection revealed that the tubing had low insertion into the y-site. The reported condition was confirmed. The cause was determined to be low insertion of the tubing due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set was separated from the y-site. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.